Event description:
On 29/nov/2023, this patient on peritoneal dialysis (pd) therapy reported she had peritonitis the first week of november. There were no reported allegations that the peritonitis was related to any issues with fresenius products. The patient reported she was not hospitalized and received antibiotic treatment. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture obtained which grew the bacteria streptococcus mitis. The patient was treated with intra-peritoneal (ip antibiotic therapy with vancomycin (dose not provided) and ceftazidime (dose not provided) on an outpatient basis. The patient has recovered and is completing pd treatment with the same cycler. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The nurse attributed the peritonitis to a breach in aseptic technique as the patient was not wearing a mask during the pd procedure.